Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding three concerto coils that had difficulty detaching with 2 different instant detachers and standard manual method/hypotube. It was reported that during a splenic embolization procedure, the first concerto coil was implanted and detached normally. The second concerto coil would not detach with the instant detacher (ID) so manual detachment was attempted but was also unsuccessful. Finally, the physician pulled the "string" in its entirety after which time the coil was still attached and only detached when the physician attempted to remove it and it got back to the catheter at which time it detached. The coil was then able to be implanted at the intended location. The radiologic technologist thought it was possible the ID was the problem and a new ID was opened to try with the remaining 2 coils. However, the new ID also did not with the last 2 coils and they were both detached using the same method as the previous coil, pulling back to the catheter. All the coils were ultimately implanted successfully at the intended location. The procedure was successful and the patient was not harmed.